Event description:
It was reported that the customer was hospitalized and required emergency infusion sets. The customer's mother stated that the insulin pump had overdelivered insulin. She did not know the blood glucose reading nor any further details regarding the event. The caller was connected to the 24 hour help line for assistance with processing the order of emergency supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.